Event description:
A report was received that the patient was experiencing inadequate stimulation and difficulty charging. High impedances were observed on the patient's lead and the physician decided to explant the percutaneous leads and implant a paddle lead. The patient was reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-70 (B)(4) model description:linear lead, 70 cm with pre-loaded 0.012 inch stylet.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and difficulty charging. High impedances were observed on the patient's lead and the physician decided to explant the percutaneous leads and implant a paddle lead. The patient was reportedly doing fine.